Event description:
Gantry software did not center the source during a 90 to 180 degrees movement. Equipment jam was caused as a result of this condition. User attempted to remove the jam and was hit by the detector. No serious injury occurred and medical intervention was not required.